Event description:
On (B)(6) 2009, the patient reported that last night he received an e2 (battery depleted) on his insulin infusion device but did not receive an a2 (battery low) alarm. This was verified by viewing his device alarm history. He stated, the device battery has been in use for approximately 6 weeks. He was advised, the average battery life is 4 weeks. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.